Event description:
Pt had harrington rods implanted in 1994 in another medical facility. Fracture now at l1. Pt admitted for removal of hardware, exploration of fusion and need for new bone graft & hardware insertion.